Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. The leak was identified coming from the tubing of the transfer set and occurred during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing of the returned device. The reported issue was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.